Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable adhesion barrier was used. During surgery, a subcutaneous infection occurred after the device was used on the abdominal cavity, but according to the doctor's comments, the causal relationship is unknown. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ·the patient has already been discharged and there were no problems at this time. ·the infection occurred subcutaneously near the navel. ·the doctor thinks that interceed is not the cause. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. Were there any concurrent surgeries or procedures? 8. Was meticulous hemostasis performed prior to use of product? 9. What color was the interceed prior to closure? (If brown or black then hemostasis was not adequate). 10. Did the interceed come in contact with heme prior to use? 11. How was the product applied? One layer? Wadded? 12. What suture was used to close the uterine incision? 13. Was there excessive tissue desiccation (cautery use) at the site of interceed application? 14. Were other products (ie seprafilm, anti-adhesion products) used? 15. How was the infection treated? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.